Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following the intraocular lens (iol) implant, the patient was seeing a lot of halo's and requested a different lens be implanted. The amo iol was explanted and replaced with a non amo lens. No further information was provided.

Manufacturer narrative:
Product evaluation: the intraocular lens was returned to the manufacturing site for investigation. A visual inspection, using a microscope at 12x magnification showed the lens identified as a tecnis multifocal acrylic 1-piece lens. The lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. The reported complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records was conducted. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within specification in terms of optical power. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no non-conformances were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses and provides patient outcomes that may be experienced. All pertinent information available to abbott medical optics has been submitted.